Event description:
It is alleged infection occurred following a bilateral bunionectomy in the left foot causing additional hospitalization for IV antibiotic treatment. A 2 day infusion pump (2.08 cc/hr) filled with 55 ccs of .5% plain marcaine was used. The foot was wrapped postoperatively. A culture was not taken by the hosp prior to the pump and tubing set being discarded. The pt is reported to be doing ok since release from the hosp.